Manufacturer narrative:
E1: establishment name: (B)(6) hospital. In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to the wear of the angle wire; the bending angle in the up direction did not meet the standard value. Also, the evaluation found the following: due to the deformation of the up/down knob, water tightness was lost. Due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. Due to deformation, the up/down knob did not move smoothly. The adhesive on the bending section cover had a crack. The up/down knob had a scratch. The forceps elevator knob had a scratch. The forceps elevator lever had a scratch. The light guide lens had discoloration. The plastic distal end cover had a scratch. The connecting tube had a scratch. The objective lens had discoloration. Image guide protector had a scratch. The scope connector cover unit had a scratch. The right/left knob had a scratch. Switch 1 had a scratch. The switch box had a scratch. The scope connector had a scratch. The universal cord had a wrinkle. The universal cord had a scratch. Grip had a scratch. The control unit had discoloration. The control unit had a scratch. The adhesive on the bending section cover had a crack. The scope cover had a scratch. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. The customer did not know what the foreign material was. The reprocessing steps completed at the side were not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified, and the root cause was unable to be determined. The event can be inspected and prevented by following the below IFU. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection.  The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention.  Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had bad angle (up direction). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.